Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for spinal pain reported one of their leads stopped working. The consumer wasn't sure what they did, but it didn't require surgery, and the issue was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: : product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial#(B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a patient call on (B)(6) 2016 in response to follow-up letter sent to the patient for more information. To clarify the report that the lead stopped working, the patient stated that all they knew was that one lead just quit working. The manufacturer representative told the patient that possible it was the scar tissue causing the issue. According to the patient, the issue went on and another manufacturer representative checked how it was going and got it back on but could never get it to go where thy needed it to go. The patient stated that they could only control the amplitude going higher or lower and the manufacturer representatives could never get it to go completely back where they needed it in the patient's low back. The cause of lead no longer working was unknown after the lead was checked. The possible cause of scar tissue was reported and that it just did not do anything for a while. The patient was not sure when the manufacturer representatives were made aware of these issues. Additional information was received from the patient reported that they had stimulation in the wrong location as stimulation started to go in their stomach. This was reported to be just one of the leads. Per the patient, the health care professional (hcp) got it working on number 2 at 5.3v and that covered everything. The settings number 1 at 4.5 v only covered the patient's right side. The patient was still having trouble with their leg which was clarified to be pain in their right leg. This pain was prior to getting the device and was the reason why the patient got the device. Before the implant the hcp was going to block 8 nerves to stop the pain, but they ended up blocking 7 nerves and then the patient got the implant because they could not tolerate the pain medications. The patient stated that they needed to find a hcp to look at the device so that the coverage could possibly be moved. The patient stated that they just got out of therapy and was going to meet with an hcp on (B)(6) for possible injections for the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.